Event description:
Facility has introduced a new IV catheter product, unable to thread IV catheter despite appropriate insertion angle and double confirmation of blood return. FDA safety report ID# (B)(4).